Event description:
The facility reported the footswitch is not connected. Patient was on the table; there was a three hour delay while they borrowed a footswitch from another facility. Two subsequent cancellations occurred, because the patients didn't want to wait the extra time.

Manufacturer narrative:
Facility is going to order a new footswitch for replacement. No service requested. No returns or additional information expected.